Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller had a bent pin on the white power lead. The power module pt cable was also showing damage. The system controller and power module pt cable were exchanged. The MFR received additional info from the user facility reports ((B)(4)) from the (B)(6) registry. Two of the user facility reports ((B)(4)) indicated that the pt came to the clinic and upon review of the system controller history, two clock resets (vad off) events were identified.

Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.